Event description:
It was reported that during the procedure in the mid left anterior descending artery, a prowater guide wire was advanced into the patient anatomy through a 6 french guide catheter. A non-abbott intravascular ultrasound (ivus) catheter was advanced into the patient anatomy over the prowater guide wire to the target lesion; however, the ivus was unable to obtain an image. About 30 minutes into the procedure, just after the ivus catheter was advanced, the patient began to experience chest pain and st elevation was noted. A spasm was noted in the left anterior descending artery. The ivus was removed from the patient anatomy and the patient was treated with nitroglycerin. The patient's chest pain and vessel spasm resolved. The guide catheter and guide wire were removed from the vessel and the fluid in the guide catheter was aspirated, as it was thought there might be a thrombus. The fluid was discarded into a bowl. No thrombus was noted; however, the aspirated fluid was noted to be a greenish color. The guide catheter and guide wire were then removed from the patient anatomy. It was noted that the coating on the prowater guide wire was stripped about 1/3 of the way back from the distal tip of the guide wire, for approximately 2 inches. A new guide catheter and a new prowater guide wire were then advanced into the patient anatomy and a xience stent was implanted to complete the procedure. There were no further episodes of chest pain or vessel spasm, no myocardial infarction was diagnosed and there were no adverse patient sequelae. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device: guide cath: 6f, other: boston intravascular ultrasound catheter - icross. The device is manufactured by asahi (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It is inferred with the provided information that the guide wire shaft might have been abraded with force and scratched by some edged item such as the tip end of a metallic inserter used in combination in the procedure, resulting in the peel-off damage of the ptfe coating and flowing into the guiding catheter of the fragments of coating. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.